Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was difficult to insert the guidewire through the lead. Blood leakage was noted during the sheath use. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. Ptfe coating of the guidewire was found inside the coil lumen consistent with procedural damage. No other anomalies were found.